Manufacturer narrative:
Date of event is estimated. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported, due to an unrelated surgical procedure where the ipg was not placed in surgery mode, the ipg was no longer able to communicate with external devices. A manufacturer representative confirmed and deemed the ipg inoperable. As a result, intervention is pending to address the issue.